Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used in a cholangioscopy procedure performed on (B)(6), 2023. During the procedure, when physician passed the spyscope into the common bile duct and started irrigating, the screen started to glitch. Then the grey dots appeared resulting in loss of visualization. They tried troubleshooting the device several times, when it would turn back on, the grey dots screen was still there. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.